Manufacturer narrative:
Eval results: the ipg was returned is nonfunctional and will not communicate with external devices. There is visual indication on the outside of discoloration due to electrocautery. Once the battery was removed, the ipg functioned as expected with another power source. The battery is being evaluated under an existing CAPA. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that he was unable to communicate with the ipg using the multiple programmers or his charging system. On (B)(6) 2010, the physician replaced the pt's ipg. The explanted device was returned to the manufacturer on (B)(6) 2010.